Manufacturer narrative:
It has been clarified that the repeat value of 313 mg/dl was measured on the second analyzer. The repeat value of 309 mg/dl was measured on the original analyzer. A first calibration performed on 23-oct-2025 had errors. A subsequent calibration performed on 23-oct-2025 had no errors. The provided quality control data was acceptable. In addition, the customer stated that controls were acceptable both before and after the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The glucose reagent lot number was 869383. The reagent expiration date was requested, but not provided. The field service engineer determined the rinse volume pressure was very low. The system was decontaminated. Rinse levels and rinse stations were adjusted. Cell blank measurements were performed with no issues. A photometer check was performed. Precision studies and controls were performed with no issues. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas 8000 c702 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a glucose value of 26 mg/dl. The customer questioned the result because it did not agree with the patient's clinical status. The sample was repeated on a second analyzer, resulting in a glucose value of 309 mg/dl. The sample was also repeated on the original analyzer, resulting in a value of 313 mg/dl. The 313 mg/dl value was deemed correct.